Manufacturer narrative:
Product complaint #:(B)(6). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: procedure date date when the issue was observed procedure name was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed; other medication prescribed)? If so, please clarify. What is the most current patient health status and condition? The actual device batch number associated with this event is not known. The following are the possible batch numbers: slmmsm or sjmjpq this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® ,active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a closing knee joint capsule procedure on an unknown date and barbed suture was used. The suture ripped out one to two months after surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/9/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 - the actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch sjmjpq, batch slmmsm. A manufacturing record evaluation was performed for the finished device sjmjpq / sxpp1a44314 batch number, and no non-conformances were identified. Expiration date: jul/31/2024 date of mfg.: aug/15/2022. A manufacturing record evaluation was performed for the finished device slmmsm / sxpp1a44314 batch number, and no non-conformances were identified. Expiration date: sep/30/2024 date of mfg.: oct/21/2022 product complaint # (B)(4). Date sent to the FDA: 5/9/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.